Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door latch error. The eval found the force needed to close the door was above the expected levels, resulting in the reported symptom. This error was due to the front case shim being out of spec. The front case was reworked to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no pt injury.